Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reported the sample was received with the stardrive form broken off the shaft. The two remaining lobes are rounded. Scratches located on the shaft are indicative of usage. Material type and hardness were found within print specification. Due to damaged portions, physical dimensional verification could not be completed. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that during a matrix construct procedure the surgeon was using the t-25 stardrive shaft to remove a locking cap and the shaft broke one-third of the way down the shaft. All pieces were collected, surgeon selected another driver and completed the procedure.